Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5 mg/ml at 0, 24 mg/day via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient had reported lack of pain relief to the physician¿s office. A catheter dye study was done on (B)(6) 2016 where dye did not appear to enter intrathecal space and also aspiration of catheter was attempted in office , date unknown for this. The patient was scheduled for a catheter revision, upon opening the physician could not aspirate the catheter and decided to replace the entire catheter to insure patency. The physician tied off the old catheter in the pocket and implanted a new catheter. The patient status was noted as alive, no injury and the issue was resolved at the time of the report. Additional information received reported that the cause of the catheter migration and inability to aspirate was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.